Manufacturer narrative:
Device received with missing retainer, broken reservoir tube lip, missing reservoir tube o-ring. Unable to perform the displacement test or lock reservoir into place due to missing retainer. Device also received with cracked battery tube threads. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was crack because of no screw thread in the battery compartment. The customer¿s blood glucose level was unknown. The device will be returned for analysis.